Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011; during the same surgery the patient was reimplanted with a new device. (B)(4). This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies with device use. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. The patient has discontinued use of the device. It is unknown whether explantation of the device and reimplantation with another device is planned as of the date of this report, july 29, 2011